Event description:
During a remote follow up, pacemaker mediated tachycardia, fusion, and loss of capture were observed on the device. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve this event. The patient was stable.